Manufacturer narrative:
Mitek is at this point in time gathering further information to render the issue clear, and, try and discern a root cause for the reported failure. When this can be accomplished, a follow up report detailing our evaluation conclusion will be filed.

Event description:
Our affiliate reports that during an arthroscopic shoulder procedure, while attempting to deploy a versalok anchor for tissue fixation, both sutures snapped. The surgeon retrieved the anchor and reloaded with more suture, and again the same phenomena occurred, both of the sutures broke. At this point in time, the surgeon reverted to an open procedure to retrieve what suture was loose in the body.